Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2004 due to wound drainage. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6), 2004. Patient underwent a revision procedure on (B)(6), 2004 due to periprosthetic fracture. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6), 2004 due to wound drainage.